Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not hold the clip and there are cable wires showing at the tip of the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer reported complaint. Fa found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. The root cause of this failure is attributed to a component failure. Additional observations not reported by site include that the instrument was found to have an input disk cracked. Hairline cracks were found on grip input shaft. The root cause of this failure is attributed to misuse. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The root cause of residue instrument clamping pulleys is typically attributed to misuse, most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing. A review of the instrument log for the medium-large clip applier instrument (470327-12/n10201207 0018) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.